Event description:
This notification was opened for review for information received that the remstar plus c-flex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. The device had dust fail and trash fail contamination. The device was scrapped by the service center after the evaluation was completed.